Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone via an implantable pump for non-malignant pain. It was reported that the error code 8476 was being displayed on the patient's personal therapy manager.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.